Event description:
Follow up with the physician found that the sleep apnea was first observed in 2005. Per the physician, the sleep apnea is not related to vns and is not associated with stimulation. The patient has a medical history of sleep apnea. No causal or contributory programming or medication changes preceded the onset of the event. No other information was provided.

Event description:
Clinic notes dated (B)(6) 2012 were received for the patient's reported high impedance (MFR #: 1644487-2013-00120). Within the notes it was found that the patient has an ongoing medical problem of obstructive sleep apnea. The patient uses CPAP (continuous positive airway pressure therapy) for the sleep apnea. The obstructive sleep apnea was also mentioned on notes dated (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. Attempts for additional information are being made; however, they have been unsuccessful. No additional information has been provided. It is unknown what the relationship of the obstructive sleep apnea is to vns.